Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
According to the IFU, cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system was not returned to edwards lifesciences for evaluation.  Review of imagery provided of patient¿s anatomy showed the following:  access vessel characterization; access vessel diameters at several regions combined with presence of calcification. Access vessels are of sufficient size to accommodate a 16f esheath; calcification present in vessel.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  In addition, after sterilization, sheaths were inspected and tested under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.  A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaints for sheath shaft resistance with delivery system.  A review of complaint history from november 2018 ¿ october 2019 revealed additional similar returned complaints, however, no manufacturing non-conformances were identified during these evaluations. Available information suggested that patient and/or procedural factors may have contributed to the complaint events a review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU:  during sheath insertion: insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance; insert slowly with continuous motion to minimize friction; ensure fully expandable portion remains completely within the vessel for proper hemostasis; ensure the sheath tip is inserted beyond the aortic bifurcation; push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification; do not force sheath. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was unable to be confirmed as the device was not returned and relevant imagery was not provided. No potential manufacturing non-conformances were identified. Review of the DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the reported event. Review of the IFU/training manuals revealed no deficiencies. As reported, ¿femoral artery dove posterior but failed to straighten out with a lunderquist wire¿. Per training manual instructions, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification¿. Imagery shows tortuosity and calcification in the access vessel. Tortuosity provides a difficult pathway for the delivery system to navigate while calcification can constrict sheath expansion during delivery system insertion. A definitive root cause is unable to be confirmed; however, available information suggests that patient factors (access vessel tortuosity and calcification) contributed to the complaint events. The minimum required vessel diameter for a 16 fr esheath is 6.0 mm.  In this case, there was no malfunction of the sheath, delivery system, or valve but the abnormal behavior of the access vessels and their interaction with the delivery system may have resulted a vascular injury and subsequent death.  Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr with a 29mm sapien 3 valve in the aortic position, the patient expired. The esheath had trouble traversing the tortuosity in the femoral artery and a new sheath was used. During insertion of the commander system, the valve had trouble making the bend from where the femoral artery headed posterior and then turned superior. It finally crossed and the system was advanced and valve alignment and deployment was done successfully with no perivalvular leak. Pressures were stable throughout the procedure.the delivery system was removed and the artery was closed with 2 perclose devices. At the time of closure, protamine was administered and the anesthesiologist noted that the patient had a drop in pressure due to the protamine. A perforation was noted. A balloon was then deployed up around the rim into the iliac to occlude flow and CPR was initiated. Transfusions were initiated.  The balloon was deflated and a covered stent was deployed but the patient never regained blood pressure and the decision was made to cease life saving measures. There is no apparent malfunction of the sheath, delivery system, or valve but the abnormal behavior of the access vessels and their interaction with our delivery system caused an injury that they were not able to recover from.